Manufacturer narrative:
Follow-up #1 06/12/2013 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 05/15/2013 with the following findings: the pump powered on with audible tones but the display screen remained blank. The pump was found to be unresponsive. The keypad was found to be intact. A leak test was performed and found that the bolus button was leaking. The pump was opened and moisture damage was observed inside the pump.

Event description:
The reporter contacted animas on (B)(6) 2013 and stated that the patient was swimming in a pool and the audio bolus button fell off. The reporter noted moisture behind the display screen. The reporter stated all keypad buttons were unresponsive. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.